Event description:
A malfunction alarm occurred, which resulted in the customer's blood glucose level displaying "high" without a specific value. The customer addressed the issue by administering a correction injection via an alternate method and did not require third-party assistance. After receiving instructions from technical support, the customer successfully reset the pump and encountered no further issues, allowing continued use of the pump.